Event description:
The customer contacted mallinckrodt to report they experienced an alarm #7: blood leak? (Centrifuge chamber) with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #7: blood leak? (Centrifuge chamber) alarm. The customer reported they inspected the centrifuge chamber and a blood leak was visible. The customer could not determine the source of the leak.the ecp treatment was aborted, and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. No product was available for return.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction alarm #7: blood leak? (Centrifuge chamber). Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m123 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m123 shows no trends. Trends were reviewed for complaint category, alarm #7: blood leak? (Centrifuge chamber). No trends were detected for this complaint category. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. An alarm #7 occurs when fluid is detected within the centrifuge chamber. The source of the leak could not be determined based on the available information. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4). H.m. (B)(6) 2024.